Event description:
It was reported that the patient has a history of pharmaceutical abuse and has attempted suicide 3 times and had been hospitalized 3 times that the reporter was aware of.

Manufacturer narrative:
(B)(4).